Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient awoke with a bad headache and was unable to remove his right arm. Emergency medical services was called and the patient was taken to a local emergency department. A CT scan revealed a large hemorrhagic stroke/cerebrovascular accident. The patient was then flown to another hospital facility, but was reportedly unresponsive. Pump support was withdrawn. The pump was reported to be functioning as intended at the time of the event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A direct correlation between the device and the reported hemorrhagic stroke could not be determined; however, the instructions for use lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.